Event description:
Healthcare professional reported after injection of juvederm voluma xc in an unspecified location, pt noted blanching. The day following injection the pt was assessed by the healthcare professional who suspected a possible vascular occlusion and prescribed "hylase" with "good effect and outcome"; symptoms resolved the day of treatment.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of blanching and vascular event are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.